Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2020-05527, related manufacturer report number: 2017865-2020-05528. It was reported that the patient experienced an infection. There was presence of endocarditis and vegetation, confirmed by an echocardiogram. The system was removed. The patient was in stable condition.